Event description:
It was reported that the event involved a patient, (B)(6) in height. While in the ccu the (iab) intra- aortic balloon catheter was inserted via a sheath in the patient's right femoral artery. The patient was receiving iabp therapy for three hours when the (rn) registered nurse found heparinized saline and blood leaking from the "y" shaped connector. The staff replaced with a new pressure transducer, however the leaking continued. The rn cleaned the connector and found a crack on it. The iab was removed and replaced in the same insertion site. The patient proceeded to scheduled surgery. The event did not harm the patient. There were no reported patient complications, injury or death. Medical / surgical intervention was not required. According to the report there was no delay or interruption in iabp therapy. The patient outcome is "well".

Manufacturer narrative:
(B)(6). Evaluation: returned for evaluation was a 30cc 7.0fr bifurcate. The central and outer lumen were removed from the bifurcate and not returned. No bladder was returned. The one-way valve was tethered to the short driveline tubing. A 0.6cm crack in the luer threads is visible. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of a cracked bifurcate is confirmed. A 0.6cm crack was found at the iab luer end. The cause of this complaint is undetermined. This type of complaint will continue to be monitored for any developing trends.

Event description:
It was reported that the event involved a patient, (B)(6) cm in height. While in the ccu the (iab) intra- aortic balloon catheter was inserted via a sheath in the patient's right femoral artery. The patient was receiving iabp therapy for three hours when the (rn) registered nurse found heparinized saline and blood leaking from the "y" shaped connector. The staff replaced with a new pressure transducer, however the leaking continued. The rn cleaned the connector and found a crack on it. The iab was removed and replaced in the same insertion site. The patient proceeded to scheduled surgery. The event did not harm the patient. There were no reported patient complications, injury or death. Medical / surgical intervention was not required. According to the report there was no delay or interruption in iabp therapy. The patient outcome is "well".

Manufacturer narrative:
(B)(4).